Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high/varying impedances. The patient later received four inappropriate therapies due to oversensing. The defibrillation portion of the lead was programmed off, and the patient was downgraded from a defibrillator to a pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 407645 lead, implanted: (B)(6) 2009. (B)(4).